Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was physically damaged. A field service engineer (fse) initially adjusted the drawer for temporary usage and later replaced the drawer and tested the system functionality to resolve the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ball bearing from the drawer was fell out and required maintenance. This drawer failure resulted in station shut down and displayed black screen. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.